Event description:
It was reported that the lead exhibited high ventricular rate electrocardiograms and noise causing oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.